Event description:
A pt reported experiencing inaccurate erratic results with a ft meter. The pt's blood glucose results were 85, 131, 111 mg/dl. Tests were done within 10 minutes with a difference of 25%. Pt did not experience any adverse events. No further info has been reported. Note: customer does not have control solution and may have expired test strips.